Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted 575 mg/dl the customer stated that a manual injection will be taken to stabilize high blood glucose levels. The pump history indicated that a low power alarm occurred prior to the unexpected reset. It was indicated that the customer would use manual injections as alternate insulin therapy.